Event description:
The patient started using omnipod dash in (B)(6) 2022 and went onto omnipod 5 in (B)(6) 2023. The patient was diagnosed with lipoatrophy in the legs in (B)(6) 2024. The patient was advised not to apply pods on the leg. The patient began applying the pods on the arm and lipoatrophy has now formed on the arms. No treatment or prescriptions were required for the incident.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.